Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump had an intermittent power issue. The reporter indicated that on the morning of (B)(6) 2012, the patient changed the pump's battery and then noticed a crack in the battery compartment. The reporter claimed that they were able to partially put the battery cap back on. The patient then went to school using the pump. At an unspecified time in the afternoon, the pump was no longer working. The patient's blood glucose (bg) level was "432 mg/dl." The reporter treated the patient with a 5.3 unit injection around 5:30-6:00 pm. The reporter stated that the patient had a symptom of increased thirst. She mentioned that the patient's bg level was normal before the power issue began. No medical intervention was reported. The alleged issue was not resolved with troubleshooting. The pump was replaced. The reporter was advised to implement a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with a symptom that can be associated with severe hyperglycemia. However, the patient's injury can be attributed to use-error since the patient continued pump therapy while knowing that the device was damaged. The alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the black box verified power on resets. Evaluation revealed that the battery compartment was cracked from the threads to the case seal. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also found that the returned battery cap was stripped and was not able to fully tighten. The pump was exercised for 24 hours with a test battery cap and no power loss or rebooting was duplicated.